Event description:
On 2/10/97, the account reported erractic results for the bhcg assay, which were run on the analyzer. The pt had come to the emergency room with vaginal bleeding. An initial result of 0.86 mlu/ml was reported to the ER dr. And questioned. When the sample was repeated, a result of 1.71 mlu/ml was reported. Pt was admitted to the hosp. And the lab repeated the sample with a 1:200 auto dilution. A result of 6,833 mlu/ml was obtained. According to the account, the serum sample was run each time in a sample cup and did not have bubbles or fibrin in it. Sample was then sent to a reference lab and a result of 91,410 mlu/ml was received and reported to the physician. Pt was discharged after a normal sonogram was obtained. No further info provided. No report of injury.